Manufacturer narrative:
The data logs and the pco2 membrane has been received at radiometer for investigation. From the available data material, a number of observations confirm that the suspiciously high pco2 blood measurement is due to an erroneous pco2 sensor, specifically caused by a perforated pco2 membrane, the replaceable part of the pco2 sensor. - the analyzer data log shows that a user has opened and closed the electrode lid from 15:19h to 15:22h on the 3rd of november. The pco2 membrane presumably gets perforated at this point in time. - after opening the electrode lid, multiple pco2 qc and calibration results are randomly being rejected and accepted. - the pco2 membrane is replaced at 07:45h of the 4th of november and subsequent calibrations and qc are accepted. - the user observes that the electrolyte solution in the membrane unit is red, which indicates that the pco2 membrane is perforated allowing red qc liquid to diffuse into the electrolyte solution. Additional information about the affected patient has been requested but not yet received.

Event description:
Several blood samples from the patient were measured on the analyzer. At 4:54, pco2 was 5,5 kpa, at 8:24, pco2 was 4,7 kpa, at 14:00 the pco2 was 4,4 kpa, at 22:20, pco2 was 9,1 kpa. (This is the result which is questioned by the customer) and again the 4/11 at 01:12 pco2 was 5,5 kpa. According to the complaint, the patient was put on a respirator (mask) due to an incorrect measurement of pco2 on the abl.

Manufacturer narrative:
Radiometer has on march 22, 2017 performed a clinical reassessment of the event and concluded that serious injury did not occur as result of this event. In the initial report for this event, "adverse event" was ticked and "required intervention to prevent permanent impairment/damage (devices)" was ticked. These ticks should be removed.

Manufacturer narrative:
Additional information regarding the patient has been received. The information confirms that the only consequence for the patient was extra time on non-invasive ventilation.